Event description:
N/a

Manufacturer narrative:
Additional information: section a3

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
A customer service call: nurse supervisor, had questions regarding an oasis drain without the water seal properly filled. Through questioning it was learnt that the day before a scrub tech in the or did not properly fill the water seal on an oasis according to our setup instruction during setup. When the drain was attached to the patient it was immediately connected to active suction for its duration in the or. When the patient was transferred from the or to the ICU, the drain was removed from suction and then immediately connected to active suction in the ICU. She said the oasis was on gravity drainage for a short time (approx. 2-5 minutes) during transport. The ICU nurse quickly noticed that the water seal was not filled and filled it. It was explained to the nurses that in a situation where the water seal is not filled and the patient is on gravity drainage air can potentially go back to the chest. With the water seal not filled and the oasis attached to suction, air should not go back to the chest because any air is drawn into the suction source. There was no patient injury / incident. She thought it would be a good idea for the or staff to receive some refresher education from the company on the oasis setup and management.

Event description:
N/a

Manufacturer narrative:
Investigation summary: getinge customer service received a call on 2/07/2024 from a nurse stating that an oasis drain (p/n 3600-100) was set up without filling the water seal chamber. They said the drain was immediately connected to active suction and continued to use active suction except for 2-5 minutes during transport of the patient, at which point it was discovered that the water seal was not filled. The getinge representative explained that while the drain is on active suction, air should be pulled through the drain away from the patient, but while on gravity suction it is possible for atmospheric air to enter the patient if the water seal is not filled. The nurse reported that there was no harm to the patient as a result of this. No lot number or pictures were provided. The drain was not returned for evaluation. No allegation of a device failure was made. The concern was about potential harm to the patient as a result of improperly setting up the drain. No additional harm to the patient was reported as a result of this incident. Some additional information was requested. The user confirmed that the water ampoule was provided on the back of the drain, the vacuum source was set to -80mmhg, there was no sign of a leak from the water seal chamber, and there was no long term rapid bubbling in the water seal chamber. A DHR review could not be completed because no lot number was provided. There was no evidence identified to suggest that this complaint is related to design, manufacturing or instructions for use. The IFU provides adequate instructions for the setup and use of the device. If the user had followed the instructions regarding the water seal chamber, it is unlikely this complaint would have occurred. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found one similar complaint. A recurring lot number report could not be completed because no lot number was provided. A review of crs/capas found none related to this complaint. This complaint describes a setup error with the device in which the water seal chamber of a drain was not filled as it was being set up. No device nonconformance was alleged in this complaint. The complaint is confirmed but a device nonconformance is not confirmed. The root cause of this complaint is user error due to the improper setup of the drain. H3 other text : device not available for return.